Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a protruded and loose drive support disk. The insulin pump was also received with minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip, and a missing end cap sticker.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer had a black circle on the screen, but she can't get to the main menu. Customer's blood glucose level was 256 mg/dl. Customer stated that the insulin was squirting out during the manual prime process. It was reported that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.